Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor was fractured. The analyst noted that the distal conductor is fractured at 15.7 cm from the proximal end of the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314drg defibrillator implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance and oversensing were noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.